Event description:
The facility representative reported a flogard infusion pump where the blue slide clamp is stuck. The event was reported to have occurred upon power up in the general pt ward. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer's reported condition of a stuck blue slide clamp was not confirmed during device evaluation. No cause was identified and no repairs were performed for the reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up MDR will be submitted.